Event description:
It was reported that foreign matter and barrel damage was discovered on 53 bd 1ml syringe luer-lok¿ tip prior to use. The following information was provided by the initial reporter: we have 53 x 1ml syringes rejected by our compounding operators due to various faults. Black dots on the side of syringe black marks smudged along the syringe barrel, near the volume marks white blobs / dirty watermarks scratches along the 0.09ml, 0.10ml..

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary twenty-five photos, fifty-three 1ml syringes and three opened and empty blister packs were received and evaluated. Two of the syringes were in fully sealed blister packs and one syringe was in an opened blister pack. All the packages were from 9232840 (p/n (B)(6)). Most of the syringes had cosmetic scuffs and scratches that did not affect the form fit or function of the device and were acceptable per product specification. Three of the syringes had small ink dots in different locations, none of which were larger than level 4 in size and were acceptable per product specification. Some of the syringes were indicated to have "black dots" that appeared to be cylinder dots, which are part of the printed scale. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Potential root cause for the ink dot defect is associated with the marking process. Since the defects observed are considered cosmetic and acceptable, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter and barrel damage was discovered on 53 bd 1ml syringe luer-lok¿ tip prior to use. The following information was provided by the initial reporter: we have 53 x 1ml syringes rejected by our compounding operators due to various faults. Black dots on the side of syringe, black marks smudged along the syringe barrel, near the volume marks, white blobs / dirty watermarks, scratches along the 0.09ml, 0.10ml.